Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received repeated loss of prime alerts in the past couple of weeks and the alarms had become more frequent. Patient reported that the cartridge cap was secured, there were no extreme temperature changes, and she did not tug/pull on the tubing. After each alarm, patient disconnected and was able to prime the tubing successfully. Patient had used cartridges from different boxes but the alarms persisted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.